Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported gets stuck on downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified gets stuck on downstream occlusion. The cause was determined to be a failing downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump got stuck on a downstream occlusion alarm. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.